Event description:
Event description boston scientific crm received information from the patient that this implantable cardioverter defibrillator (ICD) was explanted after approximately 3 years of service due to suspected premature battery depletion. The device was given to the patient following the explant. The patient called a boston scientific crm technical services (ts) consultant stating that the device is emitting beeping tones. Ts requested that the device be returned for analysis.